Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator door had a failed remote lock. A field service engineer replaced a plate and hard drive cable to resolve the issue. The system functioned as intended after the field service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a station was unable to powered on and displayed a black screen with blue box login message. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.